Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -3.00/+0.50/66, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2022 and the patient experienced low vault, lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5- per updated information on 19-sep-2022 the lens was exchanged for a longer length lens and the problem resolved. Claim # (B)(4).